Event description:
It was reported that the unit experienced an e-1 error message. It was further reported that the unit will not come off standby.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.